Manufacturer narrative:
(B)(4) - a batch review was performed for potentially associated lots h10k16028 and h10j26094 with no issues noted during the manufacturing process. Root cause was determined as user error- poor aseptic technique. Current labeling provides ample instructions related to the prevention of user error- poor aseptic technique. Similar reports have been received for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis event is unknown the sample was not requested. Should additional information become available, and/or upon conclusion of baxter's investigation a follow-up report will be submitted. This is the first of three reports associated with this event.

Event description:
Baxter conducted a follow up call to the peritoneal dialysis nurse (pdrn) on (B)(6) 2011, regarding a report of the home patient (hp) being hospitalized. The pdrn stated that the hp had abdominal pain and weakness on (B)(6) 2011 and was hospitalized for peritonitis on (B)(6) 2011-(B)(6) 2011. A peritoneal dialysate (pd) effluent culture was obtained. The peritoneal dialysis nurse (pdrn) gave causality as a break in aseptic technique. The hp was treated with unknown antibiotics. On (B)(6) 2011, a pd white cell count obtained, and the peritonitis was considered resolved. The pdrn stated that the hp had several geographical changes over the past few months which was the contributing factor.